Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Ligature marks were detected 12cm distal to the is-1 connector pin. At this location the outer insulation was found damaged, the outer conductor cable was found deformed and holes in the inner insulation were detected. This damage is assumed to be the root cause for the clinical observation. Based on the characteristics and location mentioned above, it is reasonable to assume that these damages resulted from a very tight suture. Further damages like the cuts into the insulation 12cm distal to the is-1 connector pin most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to damaged insulation caused by improperly placed sutures. Lead was no longer functioning. Should additional information become available, this file will be updated.